Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The grandmother reported that the patient was feeling sick, dehydrated, and had high blood glucose levels while wearing the pod. He checked and had small to moderate ketones, she gave him 7 units of insulin via injection. He was having cramps all over his body and was in pain. The patient could not move so the grandmother called an ambulance and they rushed him to the emergency room (ER). The patient was diagnosed with high blood sugar levels. They kept him there for about 3 hours and gave him fluids. They also told him to drink (B)(6) and to stay better hydrated. The patient was able to continue wearing the pod for its full duration. The grandmother did not save the device. She could not remember specific blood glucose levels or the exact date of the occurrence, but stated it was sometime in late (B)(6) of this year. Changes were made to the patient's insulin doses/settings, but the grandmother was unsure what was changed.